Event description:
On (B)(6) 2011, the distributor contacted animas alleging that keypad button presses did not activate desired pump functions. The distributor did not allege any harm or injury because of the reported issue. Based on the information provided, this complaint is being reported due to the following conclusion: the distributor claimed that the pump was unresponsive to button presses. There is no evidence, however, that the alleged issue contributed to a serious injury. The distributor did not report any symptoms, blood glucose values, or treatment suggestive of a serious injury.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The pump has been returned to animas for evaluation. The evaluation of the product has not been completed; therefore, no conclusions can be drawn at this time. Once the evaluation is completed, a supplemental report will be filed. (B)(6).

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2011 with the following findings: the keypad was found to be worn but intact; no peeling or lifting was observed. Evaluation revealed that all keypad buttons are intermittently responsive; multiple button presses and excessive force are required to obtain a response. There was evidence of contamination found under all key contacts. Evaluation revealed that the audio bolus button cover is torn. A torn audio bolus button is not likely to cause an adverse event, as the issue is generally obvious and detectable by the user. Insulin can be delivered using the normal bolus feature. The owner's booklet instructs the user to call animas customer service if the user suspects that the product is damaged.